Manufacturer narrative:
V powered up properly after battery installation. Device passed the displacement test and self test. No unexpected pump error 23 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was unable to clear insulin pump alarm. Customer was not trained for their medtronic device. Customer stated that they were getting bolus not delivered. Customer also stated that they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.